Event description:
Nurses attempted to transport the patient and found the brakes would not release from the locked position. The nurses stated the brake/steer pedal was in the neutral position. The doctor picked up the foot end of the bed and the brakes unlocked.

Manufacturer narrative:
The hill-rom technician inspected the bed and could not duplicate the malfunction.